Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-02276, 02277. It was reported the pt has not used her scs system in approx six months. The pt does not have stimulation therapy. A sjm rep met with the pt. A system diagnostics showed multiple invalid lead(s) contacts. The rep attempted reprogramming the pt's system, but was not successful. The pt experienced overstimulation during the reprogramming session. X-ray taken revealed the pt's scs lead anchor is broken. The pt stated she has experienced multiple falls since implant. The pt also stated she is in the process of moving and needs to find a new physician. The pt is pending a f/u with a physician and a sjm rep.